Manufacturer narrative:
(B)(4).

Event description:
Patient's girlfriend contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, it was stated the inaccuracy was 100 points off. No additional event or patient information is available.